Event description:
The pt was experiencing drug withdrawal symptoms. A contrast study was done and the catheter was determined to have dislodged. The device was explanted and not replaced. The pt outcome was not reported. A follow up report will be sent if add'l info is rec'd.